Manufacturer narrative:
Block h6: imdrf device code a0414 captures the reportable event of sheath fractured.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. After activating the coating, the sheath was inserted into the patient; however, a cracking sound was heard during insertion. When inspected outside the patient, it was found that the sheath was broken. The procedure was completed with another navigator hd access sheath. Note: the photos submitted by the customer show the sheath was fractured and the fractured site was slightly bent. It could also be observed that there were whitened areas adjacent to the fractured site, indicating that the material was submitted to tension. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a navigator hd access sheath was used in the kidney during a retrograde intrarenal surgery (rirs) procedure performed on (B)(6) 2023. After activating the coating, the sheath was inserted into the patient; however, a cracking sound was heard during insertion. When inspected outside the patient, it was found that the sheath was broken and it could also be observed that there were whitened areas adjacent to the fractured site, indicating that the material was submitted to tension.. The procedure was completed with another navigator hd access sheath. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be good.

Manufacturer narrative:
Block h6: imdrf device code: a0414 captures the reportable event of sheath fractured. Block h10: investigation result: the returned navigator device was analyzed, and a visual evaluation noted that the sheath was fractured. Microscopic examination was performed, and it was noticed in the fracture site that the device was slightly bent, and whitened areas were observed adjacent to the fracture site, indicating that the material was submitted to tension. Based on the available information, it is possible that the reported sheath fracture could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device and operational factors during their use could have led to bend and cause the whitened areas on the sheath. Therefore, the most probable root cause is adverse event related to procedure.